Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the patient's internal retention plate was buried in the stomach. There was also resistance from the peg tube. The patient is waiting for the next steps.

Manufacturer narrative:
Reference record: (B)(4).

Event description:
The last peg re-placement was 2018. Surgery for removal of the buried bumper is planned for on (B)(6) 2020. A CT of the abdomen identified the buried bumper.